Event description:
It was reported the patient's blood glucose levels rose to 360 mg/dl. The pod was reportedly leaking while worn on the patient's abdomen for between 5 and 24 hours. As treatment, an insulin injection was administered and a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the hole. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.